Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006, and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced extrusion, urinary problems, fistulae, bleeding and vaginal scarring. It was reported that the patient underwent removal of mesh on (B)(6) 2009 due to mesh erosion. It was reported that the patient underwent excision of mesh in 3 areas on the anterior vagina on (B)(6) 2011. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted to treat symptomatic pelvic organ prolapse with cystocele, rectocele and post- menopausal bleeding with concurrent transvaginal hysterectomy/bilateral salpingo-oophorectomy, anterior and posterior repair with mesh.